Event description:
Same case as: MDR ID 2134265-2015-00073. It was reported that deployment issues and removal difficulties occurred. The target lesion was located in a severely calcified artery in the left leg. A vessel cut down was performed as the physician wasn't sure what type of treatment would be performed. Predilatation was not performed. A 6x120x75 epic¿ vascular stent was placed to treat the lesion. The stent started to deploy normally, but near the proximal edge of the target lesion was a very tight stenosis and the stent would not detach from the deployment system. The thumb wheel was used for deployment, but when the stent became stuck half way through, the physician attempted to use the pullback. The stent still would not detach. Extra force was applied and the whole system, including the partially deployed stent, was removed. A second 6x120x75 epic¿ vascular stent was attempted to be deployed, but the same issue occurred; the stent would not detach and was removed partially deployed. The physician then opted to do a fem-pop bypass which was successful. No further patient complications were reported and patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).